Manufacturer narrative:
The reported issue was confirmed. The root cause is a failed mixing pump head. The device was evaluated upon receipt. T4 was found to have continually increased in temperature, despite constant command for the mixing pump. The mixing pump head was serviced. The device was due for preventative maintenance servicing. During repair it was found that the tank seals were worn out. The tank seals were replaced, the coin cell was replaced due to age, the circulation pump was serviced, the evaporator outlet tube, double bend tube, heater, drain valves, and manifold o-rings were replaced. The unit was cleaned. All applicable upgrades were verified complete in accordance with service procedures. The arctic sun was functionally tested for compliance with manufacturer specifications. An electrical safety test and ctu calibration were performed. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state the arctic sun device wasn't cooling. In a previous call to the clinical helpline, diagnostics indicated that the mixing pump had failed as chiller temperature (t4) was at 6c, mixing pump command (mpc) was 100%, outlet control temperature (t2) was not cooling. They requested a quote for the 2000 hour service. Per additional information updated from ttm on 08aug2025, biomed troubleshooting alert 113 (reduced wt control). The nurse called in yesterday and help line determined this was likely a failed mixing pump. Per review of wo notes on 08aug2025, failed mixing pump, requested 2000 hr service and no loaner. Per sample evaluation results received via task on 01oct2025, it was reported that the tank seals being worn/torn per wo-(B)(4) evaluation.

Event description:
It was reported that they called to state the arctic sun device wasn't cooling, in a previous call to the clinical helpline, diagnostics indicated that the mixing pump had failed as chiller temperature (t4) was at 6c, mixing pump command (mpc) was 100%, outlet control temperature (t2) was not cooling. They requested a quote for the 2000 hour service. Per additional information updated from ttm on 08aug2025, biomed troubleshooting alert 113 (reduced wt control). The nurse called in yesterday and help line determined this was likely a failed mixing pump. Per review of wo notes on 08aug2025, failed mixing pump, requested 2000 hr service and no loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.